Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2008; inratio: 2.4; lab: 7.1. Per text "patient's coumadin was held and was tested the next day." This is adverse event case.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 2.4; lab: 7.1; mean: 4.75; confidence limits: 2.6 - 6.9. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are outside the confidence limits for inr testing. Per text "patient's coumadin was held and was tested the next day." Patient medication was held. This is adverse event case. Products will be tested when returned. Per text " patient is in stable condition".